Manufacturer narrative:
Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that the pump was exposed to temperatures beyond tandem's recommended range, and subsequently a malfunction occurred. Customer's blood glucose level was 139-280 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.